Manufacturer narrative:
Initial.

Event description:
It was reported that the device screen was cracked, and the patient¿s mother stated dissatisfaction with the device and intent to switch therapy to a different insulin pump. Symptoms included no reported adverse health effects. Outcomes included no reported impact on health status, no hospitalization, and no medical intervention. Investigation included customer service intake and initiation of replacement triage with troubleshooting and education prior to call termination. Investigation of this case revealed a damaged display component consistent with external physical damage and user decision to discontinue use, with no device alarms or functional performance issues reported. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device malfunction.